Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a procedure, the right ventricular (rv) lead exhibited sudden loss of capture, when the lead was connected to the analyzer there was bipolar loss of capture and capture was inconsistent with unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rising thresholds and a suspected insulation breach were noted on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.